Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported receiving third party treatment due to this issue however no further information was provided as the customer declined to provide additional information regarding the medical event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle lite meter was reviewed. The dhrs showed the freestyle lite meter passed all tests prior to release. The dhrs for the freestyle strips was reviewed. The dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in the specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. Section h-5 (labeled for singe use) was incorrectly documented in the initial MDR 30 day report. Section h-5 has been updated.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported receiving third party treatment due to this issue however no further information was provided as the customer declined to provide additional information regarding the medical event. There was no report of death or permanent injury associated with this event.